Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during use during day drain 1 of 1. The patient was connected. The patient stated their spouse did not connect the extension to the drain line until after the therapy was started and thought that was why the hc alarmed. The tsr found that the patient was using a patient line extension also which was not connected prior to prime. The baxter technical service representative (tsr) explained the alarm. The tsr assisted the patient with cycling the power off and on twice to clear the resultant se 2367. The tsr reviewed proper procedures per the user manual with the patient and the patient would start over with all new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported se 2240. The rn stated she was aware of the alarm and the patient was continuing therapy on the cycler successfully. Baxter product surveillance informed the rn that patient had connected the extension lines after prime and recommended a review of the proper procedures. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report could not be determined. The label review found the labeling adequate for potential use error in this complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).